Event description:
It was reported the pt was not receiving effective stimulation coverage. The physician repositioned the lead on (B)(6) 2013. Post-operatively, the pt has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.